Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose level of 475 mg/dl. The customer attempted to self-treat with a correction bolus via pump, but was treated intravenously with fluids of saline and insulin in the ER and was released on the same day with issue resolved and no permanent damage. A systems check with tandem technical support confirmed the pump was functioning as intended.